Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that the bed's footboard had been damaged and was no longer functioning. It is unknown if there was patient involvement, however, no adverse consequences are reported.